Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -9.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023 as a replacement lens to address low vault but it did not resolve the problem. The reporter states " at present, the low vault of the patient remains as it is, the visual acuity and iop are normal, and there is still a gap between the icl lens and the patient's own lens. For the time being, dr. Jia decided to observe without taking any surgical measures".